Event description:
The customer reported that following a stent procedure on 4/28/99, a size 5 vasoseal vhd collagen plug was deployed in the pt. Hemostasis was achieved after 15 minutes of firm pressure hold. No sign of hematoma or oozing were noted. The pt was frequently lifting her head off of the pillow, and staff members reminded the pt to keep her head flat and not to move her right leg. The puncture site was benign when it was checked at one hr post deployment. Approx 45 minutes later, the nurse reported bleeding. Manual compression was applied for 10 minutes and a hematoma greater than 6 cm was noted. The pt's blood pressure and heart rate decreased. Atropine and IV fluids were administered to the pt, and an add'l 30 minutes of manual compression was applied. Following manual compression, the pt's vital signs were stable and an 8 cm hematoma was noted. On 4/29/99 the pt's right groin was ecchymotic. The pt's hematocrit was 33, and hemoglobin 11.4. The pt was hemodynamically stable and no transfusion was required. On 5/1/99, the pt's status was unchanged, and the pt was discharged from the hosp.